Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos), and the lead integrity alert (lia) triggered. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.